Event description:
Sixty five days after the brand new general electric (ge) enterprise access patient monitoring system network went down at 0200 hours in the morning. Ge was contacted and their technician determined that the synchmaster was out. The network was down for approximately 5 hours. When the system was switched over to the backup synchmaster it also did not work. The primary data cable was then switched from the primary synchmaster to the backup synchmaster, again no system functionality. The hospital biomed personnel were asked to reboot all 88 access points and this along with the switch over to the backup synchmaster put the telemetry system network back online. We believe there are two design issues (1) if the primary synchmaster fails there should be an automatic switch to the back up synchmaster without needing to turn the primary "off" and the backup "on", and (2)there should not be any need to "re-boot". This failure affected over 250 of potentially 300 patients as the entire telemetry, wireless monitor network when it went down.manufacturer response for network, wireless, physiological monitor, enterprise access: representatives of ge switched out the primary synchmaster for a new synchmaster. They are also reviewing the entire system.